Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: 411034 description:artisan surgical lead, 50cm model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient was explanted due to pain at the pocket and midline incision site.